Manufacturer narrative:
Analysis was normal. A lead tip stiffness test was performed and no anomalies were found.

Event description:
It was reported that when the patient presented for a normal implant procedure, cardiac perforation occurred. The right ventricular lead had multiple reposition attempts due poor measuring. After several attempts, the lead was extracted and replaced. The procedure concluded successfully with the patient stable at the time. Approximately one hour after the procedure, a pericardial effusion occurred. The physician intervened the patient surgically. It was suspected that the lead, that had to be repositioned multiple times, caused a slight perforation during one of the attempts. The patient was in stable condition after the second procedure and will continue to be monitored.